Event description:
It was determined that a small metal tab (1cm) broke off of the biomet discovery bearing rotation tool (catalog number 414952) while it was being used by the surgeon as he was attempting to change the polyethylene ulnar component on implant. Surgeon was unable to proceed with the surgery due to the broken rotation tool. The attempt to use the broken instrument resulted in damage to the implant (ulna bearing revision kit - discovery catalog number 114800). Patient to return to surgery in the future for completion of procedure. The biomet rep indicated that he had notified the company and requested a replacement for the broken instrument. He said that he thought they would provide a "modified" instrument as a replacement. Also he said that he had never seen this happen before.